Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that continuous suction alarms were received overnight at low pump levels despite adequate preloading and good positioning. It was stated that the issue was likely thrombus related. The staff decided on a pump exchange. A large hematoma was also noted at the insertion site and there was a concern for a vascular injury. The second pump was aborted. The site was closed with deployment of existing perclose and an additional perclose with good hemostatis. The procedural outcome was the patient survived.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of the low pump flow and access site bleeding has been completed. After reviewing the clinical details clot-related stated and large hematoma noted at insertion site and concern for vascular injury. In reviewing the data logs many suction alarms appeared that confirms the clot. The root cause most likely biomaterial. Complaint device not returned for more investigation. The root cause of the access site bleeding - major could not be determined as insufficient clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email. H6 investigation findings 4251, investigation conclusion 50 added.